Event description:
The respiratory therapy (rt) manager reported the patient was being transported by nursing without a respiratory therapist in attendance. The nurse connected the oxygen source to a cylinder tank that had a flowmeter on it, which resulted in the ventilator alarming due to an o2 unavailable occurrence and the ventilator discontinuing oxygen support. The patients oxygen saturation decreased but it is unknown to what level. The rt manager reported the event was not a result of a malfunction of the ventilator but was a result of operator error. The device was evaluated by manufacturers field service engineer who was unable to confirm the reported event during testing. Review of the device diagnostic history noted o2 unavailable occurrences. The service engineer reported the ventilator passed all testing, including performance verification testing. The rt manager reported he has not yet seen the incident report and therefore does not know at this time if there was permanent harm or other details.

Event description:
The respiratory therapy (rt) manager reported the patient had no adverse response during the event. The patient was extubated post-event and was discharged from the facility.